Event description:
It was reported that high impedance was observed during a follow up visit on (B)(6) 2011. The physician did not want to program the patient off as the patient was not complaining of any adverse events. X-rays were ordered, and the patient was referred for revision. Additional information was received indicating that the x-rays will not be provided to the manufacturer for review. Also no specific trauma was reported, however, it was indicated that the patient falls all of the time. Revision surgery is likely but has not occurred to date.

Event description:
Additional information was received indicating that the patient had revision surgery on (B)(6) 2011. The products were returned to the manufacturer for analysis. Product analysis has been completed on the explanted generator however analysis has not yet been completed on the lead. During product analysis, the generator performed according to functional specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Product analysis on the lead was completed on (B)(6) 2011. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. Continuity checks of the returned lead portion were performed and no discontinuities were identified. A puncture and slice mark were identified in the returned portion of the lead which appeared to have been made by a sharp object which could have occurred during the explant procedure; however this cannot be confirmed. The quadfilar coils appeared to be stretched and spiraled, in some areas. This most likely occurred due to manipulation of the lead during the explant procedure. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.